Event description:
It was in initially reported by the patient, approximately one and a half months after surgery, that he had bleeding internally after surgery, it was indicated that the patient had a magnetic resonance imaging (MRI) because of the internal bleeding. One week after the initial report it was reported by the manufacturer's representative that during follow up with the managing physician and team that the patient did not experience "internal bleeding," and was not diagnosed or treated in any for such. It was noted that the patient did experience "normal ecchymosis to be expected with an implant surgery." It was also noted that there was not MRI performed nor was there sequelae. Five weeks after the initial report, it was noted by the patient that during surgery, the hcp "put the glue strip on while the incision was still open, that glue got into the cut. The day after he go home, when he woke up it was thought he was bleeding internally and he returned to the hospital because his incision had "turned red and stuff and bleeding inside." At the hospital, "they took it off and it was scary," it was not clear what was meant by this. It was then noted that "they re-sewed it and put another strip on it and you could tell it's there now because I have a big bulge in the right side of my belly, but it's better than it was." The patient then stated "everything is good." The device system was used to infuse clonidine and dilaudid.

Manufacturer narrative:
Catheter: model 8731sc, serial# (B)(4), implanted: (B)(6) 2012, catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).